Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during removal of a 6f/7f mynxgrip vascular closure device (vcd), the balloon and distal portion of the lumen separated from the device and remained in the patient within the tissue tract. This occurred while the user was holding the white advancer tubing. The atraumatic portion only, not the wire, separated. The portion of the device that was stuck in the patient was removed the following day in a cut down surgery. There were no further issues with the patient. Post surgical follow up visit was uneventful. The prep, insertion, and deployment of the mynx was normal and without incident. The user is mynx certified and has used it successfully multiple times. A 6f unknown sheath was used. There was no scar tissue present in the vicinity of the puncture site. The balloon was prepped with 100% saline. The patient is overweight, but it was confirmed under fluoro and in the follow up surgery that it was a good stick; stick was not high nor in the ligament. The bleed back out of the sheath side port was confirmed and stopped like normal. A steep angle was required to stabilize the tube due to the patient's body weight. The physician estimates that the angle might have been steeper due to patient's weight; estimated at 20-40 degrees. The insertion angle was not verified with fluoro. The device was deployed like normal. Upon deployment of the device, the physician stabilized the advancer tube normally and attempted to remove the device through the tube. At this point, the physician encountered significant resistance, and they confirmed the balloon was fully deflated by pulling a double negative with a 20cc syringe. The locking syringe that comes with the device was used to deflate the balloon. An additional luer lock 20cc syringe was also used to confirm the balloon was deflated. The physician maintained his stabilizing hold on the advancer tubing, even after meeting severe resistance. Upon confirming that the balloon was fully deflated, the doctor continued to try and remove the device while stabilizing the advancer tube. Very significant force was required, but eventually the device retracted through the tube. At this point is when they realized the balloon and distal portion of the atraumatic tip were still in the patient. The distal portion of the mynx at this point had no balloon or plastic lumen, just bare wire. It is unknown if the balloon was ruptured. The physician reports that they suspect the advancer tubing may have cause the device to break apart. Nor the device or the separated part will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, during removal of a 6f/7f mynxgrip vascular closure device (vcd), the balloon and distal portion of the lumen separated from the device and remained in the patient within the tissue tract. This occurred while the user was holding the white advancer tubing. The atraumatic portion only, not the wire, separated. The portion of the device that was stuck in the patient was removed the following day in a cut-down surgery. There were no further issues with the patient. The post-surgical follow up visit was uneventful. The prep, insertion, and deployment of the mynx was normal and without incident. The user is mynx certified and has used it successfully multiple times. A 6f unknown sheath was used. There was no scar tissue present in the vicinity of the puncture site. The balloon was prepped with 100% saline. The patient is overweight, but it was confirmed under fluoro and in the follow up surgery that it was a good stick; stick was not high nor in the ligament. The bleed back out of the sheath side port was confirmed and stopped like normal. A steep angle was required to stabilize the tube due to the patient's body weight. The physician estimates that the angle might have been steeper due to patient's weight; estimated at 20-40 degrees. The insertion angle was not verified with fluoro. The device was deployed like normal. Upon deployment of the device, the physician stabilized the advancer tube normally and attempted to remove the device through the tube. At this point, the physician encountered significant resistance, and they confirmed the balloon was fully deflated by pulling a double negative with a 20cc syringe. The locking syringe that comes with the device was used to deflate the balloon. An additional luer lock 20cc syringe was also used to confirm the balloon was deflated. The physician maintained his stabilizing hold on the advancer tubing, even after meeting severe resistance. Upon confirming that the balloon was fully deflated, the doctor continued to try and remove the device while stabilizing the advancer tube. Very significant force was required, but eventually the device retracted through the tube. At this point is when they realized the balloon and distal portion of the atraumatic tip were still in the patient. The distal portion of the mynx at this point had no balloon or plastic lumen, just bare wire. It is unknown if the balloon was ruptured. The physician reports that they suspect the advancer tubing may have cause the device to break apart. The complaint product was not received for analysis, instead two (2) pictures related to the reported failures were provided. Per picture analysis, as part of the picture 1, it can be observed that part of the device inside of the patient. This part could be the balloon and a twisted condition was noted. As part of picture 2, the same area of the picture 1 can be observed, but zoomed in where the twisted condition of the balloon can be appreciated. No other anomalies of the product could be noticed with the attached pictures. The reported events of ¿balloon retraction jam-inside the vessel¿ and ¿balloon detachment-venous or unknown vessel¿ were confirmed through analysis of the received pictures. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review, access site factors (a steep angle was required to stabilize the tube due to the patient's body weight) and procedural/handling factors (very significant force was required) likely contributed to the balloon retraction jam and balloon detachment reported. If the insertion angle is too steep, this can result in issues/resistance retracting the balloon into the advancer tube, and excessive force can result in the detachment of the balloon. According to the instructions for use, which is not intended as a mitigation, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract.¿ neither the picture analysis, nor the information available for review, suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.